Event description:
Insertion post fractures at pre-determined breaking point. Implant had to be removed in the same surgery. No other implant was placed.

Manufacturer narrative:
Insertion post fractures at predetermined breaking point. Implant had to be removed in the same surgery. No other implant was placed. The insertion post was not returned for evaluation and the implant shows a massive damage. The reason for the complaint is not comprehensible. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.